Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During implant, it was observed that the lp prematurely separated from the catheter. The procedure was completed using the same lp with an alternate delivery catheter. There were no patient consequences.